Event description:
Caller reported testing their pt with the freestyle meter on the finger with a result of 119 mg/dl. The customer was sweating and unresponsive at that time. The paramedics were called because the caller was afraid their pt was having a heart attack. Within 10 monutes, the paramedics arrived and performed a test on an unknown brand meter with a result of 62 mg/dl. The paramedics administered heparin and transported the customer to the hosp where pt was treated with a glucose injection. While troubleshooting the freestyle meter, precision testing was performed with results of 139 mg/dl and 229 mg/dl. These freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.